Event description:
It was reported that during trocar insertion, the trocar detached from the holder and nearly slipped into the body cavity with the tube. During follow-up, it was reported that the patient was being treated for ascites associated with a retroperitoneal paraganglioma. The drainage puncture and system placement were both in the lower left abdomen. When the drainage tube/guide wire was withdrawn, the guide wire moved as expected; however, the hollow needle remained within the tube. A new site was subsequently used to insert the drain line. No bloody ascites fluid was observed, and the patient remained asymptomatic; therefore, no injury was reported. The patient is in palliative care, condition deteriorating, though this was not caused by the examination.

Manufacturer narrative:
H11: the lot number for the device was provided. The device history records are currently under review. Photos were provided; photo review is underway. The device is pending return. The investigation is currently underway. Upon completion of the investigation, a supplemental report will be filed. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.